Event description:
It was reported that on 25 october 2024, a 14mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using an unknown size abbott delivery system. During procedure, the balloon sized suspected single defect asd but balloon sizing and intracardiac echocardiography (ice) showed that there was a second defect near the initial defect. They decided to balloon the first defect, place the device and then balloon size second defect. The first defect was balloon sized to 12-13mm and the 14mm amplatzer septal occluder was placed and stability test was performed. Subsequently they ballooned the second defect and showed 10mm. When the delivery system was placed across the second defect, the 14mm device was embolized to distal aorta. The physician mentioned there was a partial obstruction of the blood flow. The physician mentioned the cause of embolization was the isthmus of tissue between the two defects popped/tore creating one larger defect. The 14mm device was snared and removed without difficulty. The single defect was balloon sized to 22mm and a new 24mm amplatzer septal occluder was placed without any issues. The patient was reported stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization appears to be related patient conditions. The reported patient effects of obstruction/occlusion of blood flow was due to device embolization. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.